Manufacturer narrative:
The reported malfunction was observed and attributed to a missing resistor on the main board. It cannot be firmly established how the resistor was removed from the board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.